Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse performed a total service call, and then decontaminated the system and substrate lines. The cse ran quality control, and patient sample in replicates of 10, and the results were <10 miu/ml. Based on the information provided, a product problem was not identified. The customer stated at the time that there were no issues with quality control results. The cause for the discordant immulite 2000 xpi human chorionic gonadotropin (hcg) is unknown.. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated immulite 2000 xpi human chorionic gonadotropin (hcg) result was obtained by the customer on the immulite 2000 xpi instrument, and considered discordant to a lower result when the same sample was repeated. The laboratory performs repeat testing on hcg results between 5 miu/ml and 20 miu/ml. The correct result was reported to the physician(s). There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant immulite 2000 xpi hcg result.